Event description:
Customer stated a patient with previous history of anti-e failed to react with 0.8% resolve panel a lot vra204. Cell # 3 and #6. (E+ positive). Sample had been tested with 0.8% surgiscreen for gel and 1+ positive reaction was obtained with e+ cells. Customer tested panel in manual gel with a 15 minute incubation time. Customer did not try extending the incubation time. E positive cells were negative when tested with the patient sample known to contain anti-e. Daily qc was performed and found to be acceptable. All reagents were stored appropriately and had normal appearance prior to use. Anti-e was confirmed using tube method and quotient screening cells/ panel cells, with peg enhancement. No harm came to the patient. Customer reported incident for tracking and trending purposes.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).